Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site and replaced the cable and surgeon monitor. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that intermittently the navigation system's surgeon monitor will become unresponsive. The staff cart monitor will continue to update but the surgeon monitor will not. The screen will also intermittently turn half black. There was no patient present when this issue was identified.